Event description:
During gastrostomy tube placement, the inner dilator from the introducer kit was removed, but the middle dilator did not pull out and remained in the sheath. The middle dilator was extracted in one piece and gastrostomy tube was placed. The patient was not harmed.